Event description:
The following has been reported: problem: staff indicated up and down arrow keys not working. Action: replaced the upper case kit from inventory, verified and tested thru agilia partner, attached is the pm test. Resolution: returned to service. Reporting as a conservative measure. No adverse event communicated. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore, no review could be performed. The reported device was not received in brézins for investigation because it was repair locally. According to the provided information, the plunger arm had seized up. To identify the cause of the issue, the pump was disassembled. Upon inspection, it was found that the plunger arm was warped, causing friction with the protective housing. The plunger arm was replaced, and it now moves smoothly without obstruction. Based on this information the root cause of this defect was found likely due to a mishandling of the device which corresponding to a misuse. To our knowledge this complaint is not being related to patient safety this complaint is considered as: misuse the trend is: .